Event description:
Dr. (B)(6) was coiling an anterior temporal artery 4mm aneurysm. A neuroform stent was placed then a microcatheter was in the aneurysm. A 2x6 complex barricade coil was attempted to be placed. He deployed 4cm into aneurysm and catheter popped out. He re-cathered the aneurysm and catheter popped out again. He replaced the catheter and when starting to finish deploying the coil he heard a pop. He felt the coil "fracture" leaving a 3cm tail in the parent artery. He tried to snare and was unsuccessful. He noticed the coil unraveling and stretching. The procedure was stopped and the patient put on anticoagulant. A stroke resulted, dr. Madison stated it was likely not severe but will monitor and watch.

Manufacturer narrative:
Conclusion code: stroke is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital implanted the device, therefore no device was returned.